Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was broken and was not working. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because it could not be determined if the alleged issue had any impact on insulin delivery function or power supply to the pump.